Event description:
During the preventative maintenance of a da vinci surgical system by the intuitive surgical inc. (Isi) representative, or the field service engineer (fse) replaced psm 1 because axis 7 failed the friction test. The fse also noted 23022 error message on psm 2 indicating a brake fault. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. No patient involvement or impact occurred. The system was repaired by replacing the affected arms.

Manufacturer narrative:
The two patient side manipulators (psms) arms were returned to isi for evaluation. Failure analysis investigation found that the both arms failed the in-house weight brake drop test for axis-2. The axis-1 and axis-2 brakes were replaced and the arm was be upgraded with new shaft, gear and bearings. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the two patient side manipulator arms failing the brake weight drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.